Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. A product sample was received for evaluation. Sample received consisted of one cassette, in used condition without its original packaging, decontaminated and inside in a plastic bag. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample did not present any damage, kink, cut or condition that could cause failure mode. During tube height testing, the sample was tested to measure the height of the pump tube arch and determine if is under or out of specification. The pump tube height failed; however, sample was received in used condition, and it is possible that the pump tube height was modified during the use. During accuracy testing, the sample received was connected to a pump balance mettler to look for unusual function. The sample could be connected without problem. Sample passed the accuracy test. During functional testing: sample was filled with 100 milliliters of water; the sample was connected to a pump to look for unusual function. Sample were fully priming and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined and no actions taken.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that during the pre-use check, a "no disposable, pump won't run" alarm went off. Even after the customer changed the pump to another one, the alarm persisted. So he suspected there was an anomaly in the cassette. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.